Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an elective generator change procedure, when the atrial lead was plugged into the new device, the insulation fractured. Low impedance, no sensing and noise were noted on the atrial channel. The lead was capped and replaced. No patient complications have been reported as a result of this event.